Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 500 mg/dl. Customer stated that her pump is giving her different readings form her meter stated that they are 30, 40 and 50 points different and changed her sensor this still was getting off readings. Blood glucose value from reported event was 172 mg/dl and sensor glucose value from reported event was 91 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Current sensor glucose was 89 mg/dl and blood glucose was 145 mg/dl. Right now pump was saying 91 mg/dl and blood glucose was 172 mg/dl and last night blood glucose was about 300 mg/dl and something. Customer stated that when she tried to put in a sensor last but it bleeds and her trainer told her that if it bleeds the sensor is not good. Customer also stated that, the air bubbles were noticed by customer during therapy in the tubing. Approximate size of air bubbles is about inch long. Customer stated that the pump was saying 300 mg/dl but her finger stick was right at 500 mg/dl and last night it was 380 mg/dl. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.